Manufacturer narrative:
The following other devices were also listed in this report: triathlon-cr femoral componentcemented #6 right, cat# 5510-f-602, lot# sph6x. Triathlon prim tib baseplate cemented, cat# 5520-b-600, lot# exnn. Triathlon asymmetric x3 patella, cat# 5551-g-381, lot# 930h, simplex p full dose 1 pack, cat# 6191-1-001, lot# r1q157. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "it was reported by the pt that he has been experiencing extreme pain ever since his surgery. His surgeon did a cleaning of the knee in (B)(6) 2010 to remove scar tissue, but the pt still remains to be in pain, his knee clicks and he has trouble walking up stairs. Pt read online about a triathlon recall and wanted to know if his implants were a part of the recall."